Event description:
It was reported that while in the cath lab the md inserted a sheath via the left femoral artery. The iab was prepped per instruction and given to the md to insert. The iab was inserted into the descending thoracic aorta; however, no augmentation was noted and immediately there was blood in the helium tubing. The iab was removed and a kink in the shaft was noticed. The md requested another iab which was inserted without difficulty. There were no reported patient complications.